Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 555 mg/dl. Customer was at perfusor and was not using a insulin pump at the moment and this morning blood glucose 204 mg/dl. The customer claims that she had diarrhea for 4 days before and only got better that day. The customer current bg level was 289 mg/dl. Customer did not use sensor or auto mode during event, but forgot to measure her blood glucose the entire day while eating. . Therapy and bz course in the clinic, she arrived at the hospital with a blood glucose of 480 mg/dl. Customer stated that self-test was ok and denied high-pressure test and displacement verification test. The insulin pump will not be returned for analysis.